Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0212797461, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that all of their symptoms had returned approximately three months prior to report. It was further reported the patient was ¿unable to feel stimulation on all four programs at 6v.¿ the patient met with a rep at the time of report and indicated that she had not experienced any falls. It was unknown whether any external factors had led or contributed to the issue, though it was noted there was ¿nothing apparent.¿ all of the patient¿s programs were checked at 6v settings and the patient was ¿unable to feel stimulation.¿ impedance testing was performed and identified a ¿short circuit.¿ the cause of the patient¿s return of symptoms and short circuit were unknown and the issue remained unresolved at the time of report. The patient was scheduled for a full system replacement on (B)(6) 2019 and was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Please note that upon further review, (B)(4) has been replaced with (B)(4) at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 388928, lot# 0212797461, implanted: (B)(6) 2018, product type: lead, product ID 388928, lot# 0212797461, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s full system was replaced. The lead was twisted. It was noted the patient had lost weight and that their implantable neurostimulator (ins) was flipping in their sleep or the patient had twiddler¿s syndrome. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. Analysis of the lead found the lead was twisted and overstressed in multiple areas; all conductors were broken/overstressed. It was specifically noted that all conductors were broken/overstressed 6.0 cm from the lead¿s distal end and the #3 conductor was broken at the electrode weld site 2.3 cm from the proximal end of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.